Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30sep2020.

Event description:
The customer reported multiple error codes and the unit will not shut off. There was no patient involvement. The field service engineer (fse) advised the customer to check the 35 volt supply in pneumatics screen. The customer is reporting no 35 volt power supply. The fse provided the customer the part number to order a power management board.

Manufacturer narrative:
The power management pcba was replaced. The issue was resolved, and the device was returned to service.